Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 10sept2019. The manufacturer's field service engineer (fse) confirmed failure. Fse replaced bezel, top cover, and front panel. Device was put back into service. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Nav-ring failure. No patient involvement.